Manufacturer narrative:
Date of event is approximate.

Event description:
It was reported that the patient experienced intermittent pump dimpling when attempting to activate their inflatable penile prosthesis (ipp). The patient was able to reset and use the device, however, the ability to do so is inconsistent. Troubleshooting with their physician has been unsuccessful thus far. The ipp remains implanted and active.

Manufacturer narrative:
Correction: h7 date of event is approximate.

Event description:
It was reported that the patient experienced intermittent pump dimpling when attempting to activate their inflatable penile prosthesis (ipp). The patient was able to reset and use the device, however, the ability to do so is inconsistent. Troubleshooting with their physician has been unsuccessful thus far. The ipp remains implanted and active. On (B)(6) 2021 the patient visited the physician and the revision procedure has been scheduled for (B)(6) 2021.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptom of pain is a known risk associated with the implant of this device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing some pain during the first follow up appointment; however, it was specified that the symptom was getting better. During this appointment it was noted that the patient was healing well and the ipp cycled without difficulty. Two months later, the patient experienced intermittent pump dimpling when attempting to activate their inflatable penile prosthesis (ipp). The patient was able to reset and use the device, however, the ability to do so is inconsistent. Approximately one year and a half after implant, the patient presented some autoinflation issues with the pump. Additionally, the device was not cycling properly in a consistent matter. Two months after the office visit, the patient underwent a surgical procedure in which the existing pump was removed and replaced. There were no further patient complications.

Manufacturer narrative:
Date of event is approximate.

Event description:
It was reported that the patient experienced intermittent pump dimpling when attempting to activate their inflatable penile prosthesis (ipp). The patient was able to reset and use the device, however, the ability to do so is inconsistent. Troubleshooting with their physician has been unsuccessful thus far. The ipp remains implanted and active.